Manufacturer narrative:
Visually confirmed cannula broken about 35mm from tip. Visual and optical examination identifies plastic deformation consistent with bend stress overload. The nature and location of the breakage is consistent with off-axis misalignment of the cannula during removal.

Manufacturer narrative:
(B)(4). The device has been returned to the manufacturer for evaluation. Analysis results are not available at the time of this report. A follow-up report will be sent when the analysis is complete. A review of the device history records did not identify any applicable nonconformance to specification.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the surgery was extended several hours to recover the broken fragments. It is further reported that the patient experienced severe burning pain and numbness in her right leg due to lateral femoral cutaneous neuropathy caused by excessive compression during the surgery. It is alleged that the patient complications were due to surgical positioning during the extended time.

Manufacturer narrative:
No eval explain code. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent a minimally invasive percutaneous surgical procedure at l4. It was reported that the needle broke off inside the patients pedicle as it was being pulled out. The surgery was extended 30 minutes while the broken piece was retrieved. No patient complications were reported.